Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6fr glidesheath slender device was returned for product evaluation. Visual inspection revealed that there were kinks visible at the base of the sheath hub. No anomalies were noted with the dilator. The sheath was then subjected to leak testing; the distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged. No bubbles were observed. Post leak testing, the crosscut valve was removed from sheath to observe for any damage which may have cause the leakage. A discoloration on the valve was evident, indicating an off-center tear in the valve. The inner lumen of the hub was inspected and revealed no anomalies. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a diagnostic angiogram, the valve of the glidesheath slender was leaking excessively. A tig 4.0 was inserted into the sheath with the wire, and the sheath started to leak. The blood soaked through a complete pack of towels. They said they should have exchanged the sheath, however, since it was a diagnostic procedure the doctor wanted to proceed quickly with the case. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on december 3, 2018. The blood loss was less than 250cc.